Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after the implant, the patient experienced chronic pain, hernia recurrence, adhesions, abscess, infection, small bowel obstruction, mesh migration, defective mesh, and open wound. Post-operative patient treatment included mesh removal, bowel resection, wound vac, and revision surgery.

Manufacturer narrative:
Additional information: b5, d6b, d10, g3, h6. D10 concomitant product: pco9. Parietex comp 3d py 9 cir no thrx1 lot number: pjh00078. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after the implant, the patient experienced abdominal pain, necrotic tissue, ischemia, allergic reaction, dysmenorrhea, dyspareunia, chronic pain, hernia recurrence, adhesions, abscess, infection, small bowel obstruction, mesh migration, defective mesh, and open wound. Post-operative patient treatment included medication, mesh removal, adhesions taken down, mesh debridement, umbilicus cleaned of all surrounding tissue, bowel resection, side-to-end anastomosis, jejunum to ileum and jejunum to jejunum closure, incision and drainage, debridement of necrotic tissues, irrigation and excision of ischemic fascia, secondary repair of abdominal old fascia with pds, exploratory laparotomy, repair of seromuscular laceration of small bowel, rives stoppa procedure, creation of myofascial flap, right transversus abdominis release, laparotomy with lysis of adhesions, bowel resection, hernia repair with new mesh, wound vac, and revision surgery.

Manufacturer narrative:
Additional info: h6 (patient codes, imf codes, ime e2402: "allergic reaction, dysmenorrhea"). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after the implant, the patient experienced chronic pain, hernia recurrence, adhesions, abscess, and open wound. Post-operative patient treatment included mesh removal, bowel resection, wound vac, and revision surgery.

Manufacturer narrative:
Additional info: a4, a5a, a5b, b2, b5, b6, b7, d10, h6 (patient codes, ime e2402: subcutaneous gas along the abdominal wall, fibroadipose tissue, wall thickening, dry heaving, chronic pain syndrome, induration, dysmenorrhea, labs abnormal for hemoglobin; hematocrit; platelet count, labs abnormal for hemoglobin; hematocrit; platelet count, labs abnormal for red blood cells; lipase; amylase; co2; bun; creatinine, ileus), & additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of a incisional hernia. It was reported that after the implant, the patient experienced abdominal pain, necrotic tissue, ischemia, allergic reaction, dysmenorrhea, dyspareunia, chronic pain, hernia recurrence, adhesions, abscess, infection, small bowel obstruction, mesh migration, defective mesh, open wound, foreign body reaction, fibrosis, labs abnormal for hemoglobin; hematocrit; platelet count; potassium; wbc; red blood cells; lipase; amylase; co2; bun; chloride; creatinine; calcium, distended bowel loops, ascites, small bowel ileus, subcutaneous gas along the abdominal wall, inflammatory changes, distention, enterobacter, fibroadipose tissue, retained mesh, wall thickening, pelvic fluid, nausea, tenderness, constipation, dry heaving, percutaneous drainage of stomach, chronic pain syndrome, paralytic ileus, reddened surgical wound, cold sweats, hot spells, vomiting, erythema, induration, cloudy bloody drainage from wound, guarding, seroma, purulent material, open wound, small bowel laceration, weak abdominal wall, & bulge in lower abdomen. Post-operative patient treatment included medication, mesh removal, adhesions taken down, mesh debridement, umbilicus cleaned of all surrounding tissue, bowel resection, side-to-end anastomosis, jejunum to ileum and jejunum to jejunum closure, incision and drainage, debridement of necrotic tissues, irrigation and excision of ischemic fascia, secondary repair of abdominal old fascia with pds, exploratory laparotomy, repair of seromuscular laceration of small bowel, rives stoppa procedure, creation of myofascial flap, right transversus abdominis release, laparotomy with lysis of adhesions, bowel resection, hernia repair with new mesh, wound vac, revision surgery, x-ray, CT scan, multiple hernia repairs, multiple hospitalizations, IV fluids, npo, decompression, partial mesh removal, ng tube, wound care, antibiotics, mesh revision, repair of small bowel laceration, pain medication, antiemetic, pain control, & IV antibiotics.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of a incisional hernia. It was reported that after the implant, the patient experienced abdominal pain, necrotic tissue, ischemia, allergic reaction, dysmenorrhea, dyspareunia, chronic pain, hernia recurrence, adhesions, abscess, infection, small bowel obstruction, mesh migration, defective mesh, open wound, foreign body reaction, fibrosis, labs abnormal for hemoglobin; hematocrit; platelet count; potassium; wbc; red blood cells; lipase; amylase; co2; bun; chloride; creatinine; calcium, distended bowel loops, ascites, small bowel ileus, subcutaneous gas along the abdominal wall, inflammatory changes, distention, enterobacter, fibroadipose tissue, retained mesh, wall thickening, pelvic fluid, nausea, tenderness, constipation, dry heaving, percutaneous drainage of stomach, chronic pain syndrome, paralytic ileus, reddened surgical wound, cold sweats, hot spells, vomiting, erythema, induration, cloudy bloody drainage from wound, guarding, seroma, purulent material, open wound, small bowel laceration, weak abdominal wall, & bulge in lower abdomen. Post-operative patient treatment included medication, adhesions taken down, mesh debridement, umbilicus cleaned of all surrounding tissue, bowel resection, side-to-end anastomosis, jejunum to ileum and jejunum to jejunum closure, incision and drainage, debridement of necrotic tissues, irrigation and excision of ischemic fascia, secondary repair of abdominal old fascia with pds, exploratory laparotomy, repair of seromuscular laceration of small bowel, rives stoppa procedure, creation of myofascial flap, right transversus abdominis release, laparotomy with lysis of adhesions, bowel resection, hernia repair with new mesh, wound vac, revision surgery, x-ray, CT scan, multiple hernia repairs, multiple hospitalizations, IV fluids, npo, decompression, partial mesh removal, ng tube, wound care, antibiotics, mesh revision, repair of small bowel laceration, mesh removal, pain medication, antiemetic, pain control, & IV antibiotics.

Manufacturer narrative:
Correction: b5, & added h6 (patient code, ime e2402: labs abnormal for wbc). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.